Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed infection. The device and atrial, right ventricular and left ventricular leads were explanted. A temporary pacemaker was placed and will remain till the infection subsides. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-08173; 2017865-2019-08174; 2017865-2019-08175.

Manufacturer narrative:
Analysis was normal. No anomalies were found.